Manufacturer narrative:
This report is submitted on august 8, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: device not received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The issue could not be resolved and subsequently, the device was explanted on (B)(6) 2016. The patient was re-implanted with another cochlear device during the same surgery.